Manufacturer narrative:
A pharmaceutical technical complaint was initiated and results were pending for the same pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who almost passed out from the pain after receiving synvisc for unk indication. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illness, clinical course etc. Of the pt precluded a comprehensive assessment in this case.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the pt. This case involves an elderly (B)(6) pt who experienced pain, almost passed out from the pain, fall and both of her knees hurt (right more than left) after receiving treatment with synvisc. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unk date in 2013 (6-7 months ago), the pt received treatment with three synvisc injection (dose, frequency, batch/lot number and expiry date: not provided) into right knee for an unk indication. It was reported that the pt almost passed out from the pain. Further, reported that the treatment helped her knee. On an unk date in (B)(6) 2014 (3-4 wks ago), the pt fell. It was reported that now both of her knees hurt (right more than left). In addition, it was reported that the pt was taking natural supplements and was planning to have another injection in her knee(s). No corrective treatment was reported. Outcome: unk for all the events seriousness criteria: important medical event for almost passed out from the pain.